Event description:
It was reported that the patient presented for a new implant procedure and the right ventricular (rv) lead's helix would not extend after repositioning attempts. The rv lead was exchanged, and the procedure was completed successfully. The patient was stable.